Event description:
Boston scientific received information that this right ventricular lead was abandoned surgically and replaced due to failure to capture. The impedance and sensing measurements were within a normal range. There was no report of adverse patient effects due to the revision procedure

Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.